Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured giant aneurysm of the right intracranial ophthalmic artery segment with a max diameter of 15 mm and 8 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 3.5 mm distally and 4.1 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. It was reported that after both the coil microcatheter and the stent microcatheter were positioned, the ped was first deployed; but due to the wide aneurysm neck, the stent migrated during deployment and herniated into the aneurysm sac. The stent was then removed from the patient. An intermediate catheter was used to re-access the distal m1 segment, and the ped was deployed again. It was found that the tip end of the stent did not open well; under imaging, the tip end appeared rough and failed to fully open at distal section. The operator concluded that there was an issue with the stent and decided not to charge for it. The angiographic result post procedure is normal. The pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open and was resheathed less than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 5f-115 navien guide catheter, phenom27 microcatheter.